Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the pad fell off the instrument while in use. The surgeons were not holding the clamp down excessively, nor using it incorrectly. The case was completed with another device of the same product code. No patient consequence reported.